Event description:
Silicone valve in needleless intravenous system stuck in hub of clave, allowing free flow of fluid which created an open system. Noted by nursing and pt's on 5 separate instances, all presumed same lot.